Event description:
New information received stated that programming changes were made successfully.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. There were no patient consequences.